Manufacturer narrative:
The reported event of dislodged leaflets could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, information from the field indicated that a smaller, 25mm, valve was subsequently implanted. Please note, per the instructions for use (B)(4) rev. A, "the valve should rotate freely. If resistance is noted, the valve holder/rotator may not be properly seated in the valve, the valve may not be in the fully closed position, or the valve may be oversized. If the valve does not rotate freely, do not force valve rotation.

Event description:
On (B)(6) 2012, a mitral valve replacement (mvr) was performed and this 27mm masters valve (model number: 27mj-501, serial number: (B)(4)) was implanted in the patient's mitral position. On (B)(6) 2018, re-do mvr was performed and this valve was explanted due to infective endocarditis (ie). During explant procedure, the patient's native mitral annulus was noted to have disrupted and the 27mm masters valve was about to be detached from the annulus. A second 27mm masters valve (model number: 27mj-501, serial number: (B)(4)) implanted in the mitral position; however, when the second 27mm masters valve was attempted to rotate using the holder handle, both leaflets dislodged from this valve. The second 27mm masters valve was explanted and the dislodged leaflets were entirely removed from the patient. A 25mm masters series mechanical heart valve (model number: 25mj-501, serial number: (B)(4)) was then implanted. The procedure was successfully completed without any further issues and the patient remained hemodynamically stable throughout the procedure. The patient's postoperative course was uneventful. Per the user, the procedure was extended. Per report, the patient had a dental cavity prior to the initial mvr, however the role in the development of ie and the need for explant was not confirmed and denied by the surgeon. As for the second operative procedure, it is reported that the operative field was not able to be wide and there was limited visibility which limited visibility and the limited visibility may have resulted in the holder handle not being firmly attached to the valve holder/rotator when the 27mm masters (2nd valve) was rotated. It is suspected that the leaflet dislodged was caused by the surgeon's handling.